Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler or the liberty cycler set. Additionally, there is no report of a device malfunction or deficiency or cycler set leak or defect reported for this event. Although the pd effluent culture resulted with no growth, the patient reported dropping their pin from the pd catheter on the floor and reinserting it into the end of the catheter, which resulted in a breach of aseptic technique. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Based on the available information and no report of a malfunction, deficiency or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was in the hospital a week ago due to an infection. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the hospital on (B)(6) 2020 with unknown signs and symptoms. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. A pd effluent culture was obtained which resulted in no growth. The patient¿s white cell count was >27,000 (unknown units). The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 750mg every 3 days with a 6-hour dwell and cefepime 1000mg daily with a 6-hour dwell both for duration of 14 days. The last dose was administered on (B)(6) 2020. The patient was discharged to home on (B)(6) 2020. The patient has a final pd effluent culture draw for the end of the week of (B)(6) /2020. The patient admitted to the pin on the pd catheter (not a fresenius product) falling out and hitting the floor. The patient then proceeded to pick it up and insert into the end of the pd catheter and capping it. The patient stated that was a ¿few weeks¿ prior to the peritonitis event and does not recall any additional breach in aseptic technique. This has been attributed as the cause of the peritonitis event despite the patient alleging the liberty select cycler giving him the peritonitis. The patient continues to complete pd therapy utilizing the same liberty select cycler.